Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Per the consumer, the first test taken generated a positive result and the second test conducted the same day generated negative result. Repeat testing was performed on the same day which generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 235459 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-140 / lot 235459, test base part number 195-430wjr / lot 227261. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 235459 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6)2023. Per the consumer, the first test taken generated a positive result and the second test conducted the same day generated negative result. Repeat testing was performed on the same day which generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 235459 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-140 / lot 235459, test base part number 195-430wjr / lot 227261. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 235459 showed that the complaint rate is (B)(4) and (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.h4 h3 other text : single-use, device discarded.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Per the consumer, the first test taken generated a positive result and the second test conducted the same day generated negative result. Repeat testing was performed on the same day which generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.